Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following implant, the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed. At the patient's six month clinic visit, the patient was again experiencing phrenic nerve stimulation when laying on the left side. No clinical action was taken. Six months later, the patient presented with an increase in diaphragmatic stimulation. The outputs were reprogrammed for optimization and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.